Event description:
Per the clinic, the patient underwent skin revision surgery to excise excess skin under general anaesthetic.the implanted device remains.

Manufacturer narrative:
This report is submitted on may 03, 2024.